Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition was confirmed during sample evaluation. One defective sample was returned at the plant for evaluation. Visual inspection revealed that the tube had two slits in two different parts of the tube. The first slit was at 78cm from the chamber and the second one at 56cm from the luer. No other test was performed. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510(k) number. Should relevant additional information be received, a follow-up medwatch will be submitted.

Event description:
A pharmacist of the facility reported to baxter (B)(4) of a vented paclitaxel set in which the operator found leakage from an unknown location. The reported condition occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.